Manufacturer narrative:
(Conclusions): it is known that there is a space between the pt table and the magnet cover where the finger pinching may occur. This potential hazard was identified during design of the scanner and noted in the risk analysis. To mitigate this potential harm, a switch plate between the table top and facade was designed to stop the pt table should something (e.g. A finger) come in contact with it. Nevertheless, this does not prevent finger pinching in all cases. Further, arm rests are provided with each scanner which keep the arms inside the outer sides of the table top. Training is provided at the scanner installation that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the pt's arms do not 'dangle' outside the edge of the table top - creating a hazardous situation.

Event description:
This report is being filed upon notification from our mr MFR to submit this event that happened in foreign country. Problem: the pt was having a mr exam. Her left hand ring finger got caught between the system's table top and its magnet cover. This finger was cut and required stitches.